Event description:
Litigation papers allege began having pain and stiffness in his right hip area, which over time became progressively worse. It is further alleged that the patients surgeon has already advised him that he is presently in need of surgery to remove and replace his hip replacement **update** (B)(6) 2012 - medical records were received. Patient was revised to address hip pain. Evidence of fretting a the head-neck junction was noted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The reported asr devices have been discontinued/obsolete and will not be investigated further. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search was not possible because the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/15/2013- ppd and medical records received. After review of the medical records the revision operative note indicated some fretting on the neck of the stem. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: brand name, device product code, manufacturer name/address, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.